Event description:
Pt history (taken from consult note) - chronic renal failure, congestive heart failure. Transferred from (B)(6) hosp for declotting of his shunt. While at (B)(6), he had an episode of wide complex tachycardia. He was cardioverted into a sinus rhythm. While being declotted, he had a very weak pulse and cardiac arrest. Procedure (taken from post op note) - brought to the operating room for declotting of a left upper arm graft. Anesthesia was not given since the pt ate before the procedure. Angiojet was used in the svc. Underlying stenosis was treated with an 8 x 8 balloon. The arterial plug was not pulled. Pt has what was thought to be a seizure disorder and CPR had to be instituted. Pt had an acute mi or possibly a massive pe from probably the svc or subclavian areas. The angiojet is usually very good about any clot being removed inside the graft and of course the stent graft itself. CPR was then instituted. Pt was intubated and transferred to the ICU after systolic blood pressure and pulse reestablished.

Manufacturer narrative:
Event consists of pt experiencing cardiac arrest during angiojet therapy. The pt is a (B)(6) male with a history of chronic renal failure, congestive heart failure, and previous av graft and outflow stent placement. In addition, the pt was transferred from a previous hosp for treatment of declotting his shunt. While at the previous hosp, the pt had an episode of wide complex tachycardia which required a cardioversion into a sinus rhythm. The records show that a consulting physician documented that some of the rhythm strips appear to be more consistent with aberrant conduction and underlying right bundle branch block. The pt was brought into the operating room for declotting of a upper arm graft. Anesthesia was not given to the pt, as the pt ate before the procedure. An angiojet ultra avx thrombectomy set was used in the procedure. A guidewire was passed all the way into the superior vena cava (svc). The angiojet device was passed into and used liberally in the svc; however, the angiojet run times are not documented. Good back bleeding was noted following angiojet therapy. However, there appeared to be a stenosis in the stent area where there was some endothelial build up. A 8 x 8 angioplasty balloon was used to treat this area. The arterial plug was not pulled. There was some clot noted on the angiogram probably just distal to the stent itself, but the pt had what was thought to be a seizure disorder and cardiopulmonary resuscitation had to be instituted. Presumptively the pt had an acute myocardial infarction (mi) or the possibility of a massive pulmonary embolus (pe) from probably in the svc or the subclavian areas. The pt was intubated and transferred to the intensive care unit after systolic blood pressure and pulse were reestablished. The records show the pt was later discharged in good condition. The angiojet ultra avx thrombectomy set instructions for use warns the user about arrhythmias as shown below. "Cardiac arrhythmias during catheter operation have been reported in a small number of pts. Cardiac rhythm should be monitored during catheter use and appropriate mgmt, such as temporary pacing, be employed, if needed." Note: use of the angiojet ultra avx thrombectomy set in the svc is considered off-label. Since the pt required intervention to treat the cardiac arrest due to acute mi or massive pe and the association between the angiojet device and the noted event cannot be conclusively ruled out. This event is considered reportable.